Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient was hospitalized for system revision. The right ventricular (rv) lead was capped and replaced and the patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, an alert was noted indicating that noise was present on the ventricular channel, which resulted in sustained oversensing. The device was reprogrammed and a system revision is anticipated.